Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter within the stat gard sleeve. No blood was observed inside the iab catheter. The extender tubing was also returned. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. Blood may enter the stat gard sleeve when the stat gard seal is moved back and forth. This is the intention so blood does not spray over the user and patient. No deformations was found on the stat gard seal. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately three hours of intra-aortic balloon (iab) therapy, blood had accumulated in the stat gard. Suspecting a leak, the customer removed the iab and replaced it with a new one. There was no patient harm or adverse event reported.